Event description:
A situation was reported where the customer experienced a high blood glucose level, but the specific value remained unknown as the reading displayed "high." Cause was not known. The customer took corrective action by administering a correction injection via multiple daily injections, and no further assistance was required. The customer declined to conduct a supplies or system check.